Manufacturer narrative:
Three good faith effort attempts were made by technical support to obtain additional details on the reported incident. The original reporter indicated they were no longer involved with the case and they were unable to provide any additional details. Two more attempts were made to obtain additional details or the correct point of contact with no response. The suspect device was not returned for evaluation; therefore, a definitive root cause cannot be determined. G1: contact information was updated.

Manufacturer narrative:
Zoll medical corporation has not received any additional details on this event or the device involved. A supplemental report will be submitted if additional information is received and an investigation can be performed.

Event description:
Complainant alleged that the device was involved in a "patient incident" from 6 months ago and wanted an event trace review completed. Technical support attempted to gather additional details from the complainant with two follow up emails and a phone call. Complainant did not provide any specific details of the event, date or device involved. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.